Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a massive heart attack eleven years ago. The patient's spouse reports that the "machine never put anything out that there was anything wrong". The patient is deceased.